Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dissection requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that predilatation with a voyager was performed; however, the first xience (3.0 x 28 mm) would not cross the lesion. Predilatation was then performed with the nc voyager due to heavy calcification. Another attempt was made to cross, using a xience stent (3.0 x 12 mm), but it would not cross. An angiogram after removal of the device indicated a large dissection, so the procedure was aborted and the patient was sent for coronary artery bypass graft (CABG). It is believed that the dissection was caused by the voyager nc. No additional event or patient information is available.